Event description:
Information was received from a consumer via a manufacturing representative about a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s device was overdischarged again and that they had not charged their device since fall of last year. It was reported that the patient did not like charging their device and it was now depleting rapidly when they did charge it. It was reported that this was the patient¿s third overdischarge. No troubleshooting was done as the patient was not interested in attempting to charge their device. The patient understood that their ins would not wake back up if it was their third overdischarge. The possibility of replacing their device with a prime cell battery was discussed and it was reported that the patient was interested in that and would discuss it more in june when they returned from florida. No surgical intervention occurred or was planned at this time. No symptoms were reported. It was asked but unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The explanted device was received on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) with the serial number (B)(4) found that the stimulator battery was permanently damaged due to {x} overdischarge(s).the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after two full physician mode recharges. After telemetry was restored and a full normal recharge, the ins failed functional testing due to battery depleting and going into lock mode. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2000 and the battery was charged to 3.830 volts. On (B)(6) 2000 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Analysis found the ins had reduced capacity due to {2} overdischarge(s). The overdischarge along with the amount of time the device was not used, damaged the battery causing a rapid discharge. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. {} the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins. {rapid recharge and rapid discharge}. If information is provided in the future, a supplemental report will be issued.